Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead was unable to be implanted. The physician elected to not use the rv lead, and a new lead was implanted. The patient was stable throughout the procedure.